Manufacturer narrative:
Evaluation completed. One 23ga vitrectomy cutter was returned in a plastic bio-hazard bag. The original packaging was not returned. The part number and lot number cannot be verified or determined. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and it aspirated, as it should. This cutter performed as intended. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The vitrectomy cutter stopped cutting mid case and they had to open a backup. They continued with the surgery with no issue.